Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter did not power on. The complaint was classified based on the customer service representative (csr) documentation since the patient refused to answer any additional questions during a follow-up call. The patient reported that the alleged power issue began approximately 2 months prior to contacting lfs. The patient informed the csr that she does not take any medication to manage her diabetes. The patient denied making any changes to her usual diabetes management regimen due to the alleged power issue. Approximately 1 month after the alleged power issue started, the patient reported developing symptoms of "ears itching, sweating, and tiredness". The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the did not replaced the subject meter's batteries as recommended in the owner's booklet. The patient did not have a new battery with her at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k053529.